Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During routine check it was reported the cs300 intra-aortic balloon pump (iabp), had a leak in iabp catheter alarm. There was no patient involvement.

Event description:
During routine check it was reported the cs300 intra-aortic balloon pump (iabp), had a leak in iabp catheter alarm. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
Additional point of contact : (B)(6). A getinge field service engineer inspected the unit and verified the unit's iabp leak alarm on logs could not duplicate - alarm system was user error leak in catheter balloon. Fse notified biomed and performed unit checkout. The unit passed all functional and safety testing. The unit was cleared for clinical use.